Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device diagnostic data showed "????" - data was missing from the rate histograms. Performance data revealed parity errors (bip flips) due to the patient undergoing radiation treatment. It was clarified that rate histogram data will resume collection after the patient completes radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) exhibited a diagnostic reset.